Event description:
It was reported that one farawave catheter was selected for being used with a rosen guidewire, however the guidewire and catheter got tangled together, both devices were removed from the body of the patient, the wire started to fray and tangle with the catheter and it was unable to be removed from it. It was indicated in the attached report in the health effects section as no clinical signs, symptoms or conditions. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.